Manufacturer narrative:
The complaint investigation was performed for false nonreactive results with the architect anti-hcv assay (lot# unknown) which included a review of data and information provided in the article, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause list number and complaint issue. Labeling review concluded that the issue is adequately addressed. Based on our investigation, no systemic issue or product deficiency of the architect anti-hcv reagent was identified.

Event description:
An abstract by t. Bui-bullock, a. P. Brown, m. Brown, s. Lawless, b. Roemmich, n. W. Anderson, and c. W. Farnsworth ¿comparison of the elecsys hcv duo assay to standard of care algorithmic testing¿, clinical chemistry 70:s1 (2024) noted false negative architect anti-hcv results on five patients that were positive by the elecsys hcv duo assay and hcv-rna testing. No impact to patient management was reported.

Event description:
An abstract by t. Bui-bullock, a. P. Brown, m. Brown, s. Lawless, b. Roemmich, n. W. Anderson, and c. W. Farnsworth ¿comparison of the elecsys hcv duo assay to standard of care algorithmic testing¿, clinical chemistry 70:s1 (2024) noted false negative architect anti-hcv results on five patients that were positive by the elecsys hcv duo assay and hcv-rna testing. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.